Event description:
The pt had a loss of therapeutic effect and noted that the symptoms returned in the past couple of months. It was reported that the ins was off but when turned the device was turned on and the setting increased no stimulation could be felt. Further info is being requested from the healthcare professional.